Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a higher number of repeatedly reactive alinity s anti-hcv ii samples after switching from the previous anti-hcv assay to the new anti-hcv ii assay on (B)(6) 2022. If a test is initially reactive, the customer is performing two repeats. Then if a sample is is repeat reactive, the customer is sending the sample to a national reference laboratory for confirmation using the inno-lia hcv fujirebio method. The customer stated that most of the repeat reactive samples come back as a negative from the reference lab. The customer observed the issue on both of their alinity s analyzers (as1115 and as1135). There were a total of 40 repeat reactive alinity s anti-hcv ii samples out of a total 20,342 donations since (B)(6) 2022. 2 first-time donors (both negative at reference lab) 38 return donors (29 negative at reference lab, 7 indeterminate, 2 positive) no adverse impact to donor or patient management was reported.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A customer data review for alinity s anti-hcv ii reagent, ln 4w56-55, lot 36012be00 was performed. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at regionalne centrum (rc), whole blood (wb) peer sites and across all ous customer sites using this lot. The specificity and reactive rate performance of lot 36012be00 at rc is within product requirements. The specificity and reactive rate performance of lot 36012be00 across all ous customers is lower compared to other lots in the field; however, the overall performance of anti-hcv ii, including the complaint lot, is within product requirements. The alinity s anti-hcv ii assay has been designed with improved seroconversion sensitivity compared with previous and existing abbott anti-hcv assays. With the introduction of a more sensitive assay, the scenario exists that detection of low-level antibody in a donor can occur. This could be an indication of treated or resolved hcv infection or the presence of hcv infection in an immunocompromised setting. The increased sensitivity of low-level antibody in a donor is a further protection of the blood supply. The alinity s anti-hcv ii assay contains new antigen/reagent components as compared to abbott¿s previous and existing anti-hcv assays. This introduces new non-specific targets to a testing population. This introduction may impact the steady state level of specificity for a population. Because both first time and multiple time donors are naïve to this new method, false positive results can occur. This may lead to an initial rise in repeat reactive results until these donors have been excluded and assay steady state level of specificity for the population re-sets. ¿false positive¿ determinations such as those evaluated may occur with a new anti-hcv ii assay due to either specific or non-specific reactions. Based on this investigation, alinity s anti-hcv ii reagent, ln 4w56-55, lot 36012be00 is performing as expected. No deficiency was identified.